Event description:
It was reported by the affiliate that the (9) cdh33 was used during a resection of the rectum carchinoma procedure. It was reported by the affiliate that there was insufficient anastomosis. There was a re-operation and the pt expired.